Event description:
Customer reportedly obtained results of 57mg/dl, 127mg/dl, and 124mg/dl on the same device within 10 minutes. The result of the 124mg/dl was obtained from a different vial of test strips of the same lot. No action was taken based on device results. No adverse event reported and not treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.